Event description:
Device malfunction: premature deployment. Time of malfunction: during preparation. Symptoms/ae: none. It was reported that while taking the device out of the package, the physician noted the tip of the stent was already unfolded. The device was not used and there was no impact to the patient. No additional information is available.

Manufacturer narrative:
The device was received. The investigation is not yet completed.